Event description:
It was reported that stent damage occurred. The stenosed target location was located in the iliac artery. An 8.0x60x75cm express ld iliac / biliary stent was selected for use. However, during preparation and prior to insertion, the stent appeared to be flared on the proximal end. The procedure was completed with a new stent. No patient complications were reported.